Event description:
It was reported that during a donor nephrectomy procedure, during the initial use of the device, the device cut, but did not staple. The surgeon was able to save the kidney and successfully transplanted it to the patient.

Manufacturer narrative:
(B)(4): incomplete-interrupted firing. The analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device is currently being detained by risk management at the account. Additional follow up: they were firing over the renal artery using the atw35 with a tsw35 reload, surgeon thinks it was the second firing, the first was the white reload that comes loaded in the atw35. On what tissue type was the device used? Renal artery at what location on the tissue? Renal artery. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? The device did not fully fire. There was a partial staple line and they had to open the patient to gain control over the bleeding. A dvd of part of the procedure was received, the following observations were made: the skeletization of the renal vein and artery appeared to be fine. Device placement on the renal artery was not completely visible and the device placement was change a couple of times. The artery in the initial placements did not appear to be seat proximally within the device jaws. However, final placement before firing could not be clearly observed. It did not appear that, 15 seconds passed between the final closing of the device and firing. It should be noted that this is an edited version so the observations pertains only to the edited version. There did appear to be considerable tip movement during the firing stroke, which might indicate a higher than normal force to fire was experienced. The video evidence was determined to be inconclusive as the cause of the atw35 complication based on the edited procedural video reviewed could not be determined.